Event description:
It was reported that the device was behaving bizarrely. There were no stored egms, even though markers displayed paced events. During capacitor maintenance a charge on demand is ongoing alert was prompted. The device was removed and replaced.

Event description:
A pharmacist contacted the FDA on behalf of a customer. He stated control tests were performed using 3 different bottles of test strips and the strips read "hi". The normal control range was not provided, but should be around 100-140 mg/dl. No adverse events were alleged. No other info was provided about the event. It's not known if any product will be returned for eval.

Manufacturer narrative:
The device was not pacing, and real-time measurement could not be obtained. Review of the memory map indicated software resets had occurred and some of the memory map locations were found with corrupted values. The device was reinitialized and tested; normal device characteristics were found. The cause of the memory corruption was undetermined.

Manufacturer narrative:
No medwatch form was received.